Event description:
It was reported that catheter issue occurred. The 90% stenosed, 15 mm x 3.50 mm target lesion was located in the moderately tortuous and severely calcified right circumflex artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while outside the patient, the device was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition post procedure was stable.

Event description:
It was reported that catheter issue occurred. The 90% stenosed, 15 mm x 3.50 mm target lesion was located in the moderately tortuous and severely calcified right circumflex artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while outside the patient, the device was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition post procedure was stable.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected.

Event description:
It was reported that catheter issue occurred. The 90% stenosed, 15 mm x 3.50 mm target lesion was located in the moderately tortuous and severely calcified right circumflex artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while outside the patient, the device was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition post procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. No damages or failures were observed on the catheter code board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open 0-10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.